Event description:
Pt mentioned that she's been having issues with her whisperject device. She said the 2nd one we sent her is defective. The 1st one still works but still has little issues every time. Pt couldn't explain clearly what the issues were but mentioned issues with the springs in the device and causing contusions after injections. She said she used to have issues before where the contusions turned into infections. No further info. Pt codes: 1930, 1754. Device code: 2682. Ref report: mw5178124.